Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that the issue was related to the mobile application. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported. The product was evaluated. The device was externally visually inspected and passed. The receiver was able to charge and boot. Receiver functional test was performed and it passed. A pairing test was performed, and it passed. A. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause is temporary communication errors.